Event description:
It was reported that a pen needle autoshield duo 30gx5mm broke at the cannula during use. The following was reported by the initial reporter: "it was reported: needle was found broken off embedded and exposed in pen. Verbatim: description: near miss reported to 1600 as caused risk for poke incident. Needle was found broken off imbedded and exposed in pen. Pen unstable and poke risk from exposed sharp. Action taken: report to qac."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. Investigation summary: customer returned (1) lantus solostar pen. Customer states that the needle was found broken off embedded and exposed in pen. The returned pen was examined and exhibited a cannula stuck in the septum of the pen. It is difficult to determine if the cannula stuck in the septum of the pen is from a bd product. Unable to perform DHR check due to an unknown lot number for broken cannula npe. Bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the cannula stuck in the septum of the pen is from a bd product. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a pen needle autoshield duo 30gx5mm broke at the cannula during use. The following was reported by the initial reporter: "it was reported: needle was found broken off embedded and exposed in pen. Verbatim: description: near miss reported to 1600 as caused risk for poke incident. Needle was found broken off imbedded and exposed in pen. Pen unstable and poke risk from exposed sharp. Action taken: report to qac".